Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power control board and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not power up (no boot). This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is a no report of injury or death associated with this event.